Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged four days after it was implanted. It was noted that pacing was not delivered as required. The lead was surgically repositioned successfully. Lead remains in-service. No additional adverse patient effects were reported.